Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015 the 130 degree aiming arm was noted to be missing a rivet and the locking mechanism would no longer engage with the buttress compression nut. The surgery was successfully completed using the same aiming arm with no surgical delay. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:one of the following was received: 130 deg. Aiming arm body, tfn (357.366 / lot # 8368743 / mfg. Date: 06/2013). The returned device shows regular use during its 2+ year lifespan, with numerous scratches and hammer marks on the body. The device is functional, but all one of the four pins holding the gold cap on is missing. The device was assembled with known good components available at the chu (part# 357.369 / lot# 76667 and part# 357.371 / lot# 4546699) and the device functioned as intended. This complaint is confirmed, and is due to an unknown cause. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This investigation summary is approved. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Subject device has been received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.